Manufacturer narrative:
The syringe used in the reported incident has not been rec'd by the MFR; therefore, a device failure analysis is not yet available. Upon receipt of the sample/completion of the investigation, a follow-up medwatch will be submitted.

Event description:
As reported by customer, during a pci procedure, air entered the 10ml syringe during prep. There was no injection of air or pt injury. The used device is being returned for eval.